Event description:
During positioning of pt for a head CT, pt slid off the table, between the table and the stretcher alongside it, which rolled with weight of pt. Pt sustained occipital laceration requiring two sutures.